Event description:
The customer reported an x-ray disabled message when booting system and a reboot was required to recover the system; (lock up). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos singeboard computer. The system operates as intended.